Manufacturer narrative:
No lot information provided and no product returned for evaluation. Submission of a report does not consitute an admission that medical personnel or the product caused or contributed to the event. This is being filed as an unconfirmed corneal ulcer. No lot and no product returned.

Event description:
Business partner in south america reports they had a patient who experienced a corneal ulcer and was referred to an ophthamologist. Several attempts to follow up with the business partner and ophthamologist for more information were made with no reply to date. A corneal ulcer has the potential to be a serious adverse event. No lot information was provided and no product was returned for evaluation.